Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Clarification to h6. Removed event codes of b12 and b14.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿rupture: observed two openings through microscopic inspection 1 opening assessed as unidentified (tear) opening and 3 opening assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device was explanted.